Event description:
Related manufacturer reference number: 2017865-2025-1004511. It was reported that mapping values of a right atrial leadless pacemaker (lp) were not satisfactory during initial implant. A blood clot was found in the helix of the lp when the device was removed from the body. The clot was removed and mapping was reattempted but still unsatisfactory. The lp was removed and inspected for a second time. Physician decided to move forward with the same device. A third mapping attempt was successful. Fixation was completed but tether mode with the delivery catheter (dc) was difficult. The lp was redocked to the dc. Tether mode was successfully reattempted. The lp and the dc exhibited a difficult release that eventually happened after some manipulation. The lp showed a small increase in capture threshold that stabilized after a couple of minutes. The lp was implanted. Patient experienced chest pain, low blood pressure, cardiac perforation, pericardial effusion, and cardiac tamponade 1.5 hours after the implant. An echocardiography was done to confirm the perforation/ effusion and patient had open heart surgery to drain the blood and fix the perforation that was located 1 - 2 cm below the lp. An epicardial pacing lead was placed as a backup. Patient was stable and recovering after the event.

Manufacturer narrative:
The reported events were perforation, ¿felt resistance going from short to long tether, tether fracture suspected¿ and difficult to release. As received, a catheter was returned in one piece with no attached device and blood was noted at the distal cap region. The reported events of ¿felt resistance going from short to long tether, tether fracture suspected¿ and difficult to release were not confirmed. The functional test was performed and found the catheter was able to move to short and long tether mode and in dock mode with no resistance or difficulties. X-ray examination of the catheter did not find any anomalies in the transition zone however the torque coil was found offset at the middle and distal section. Dimensional analysis found all measurements were in specification.

Manufacturer narrative:
Correction: h11. The reported events were perforation, ¿felt resistance going from short to long tether, tether fracture suspected¿ and difficult to release. As received, a catheter was returned in one piece with no attached device and blood was noted at the distal cap region. The reported events of ¿felt resistance going from short to long tether, tether fracture suspected¿ and difficult to release were not confirmed. The functional test was performed and found the catheter was able to move to short and long tether mode and in dock mode with no resistance or difficulties. X-ray examination of the catheter did not find any anomalies in the transition zone however the torque coil was found offset at the middle and distal section. Dimensional analysis found all measurements were in specification. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.